Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The 2.50mm x 15mm emerge balloon catheter was advanced to the lesion. However, the balloon ruptured on predilation at an unknown atmosphere and at an unknown number of inflation. The procedure was completed using a 2.5mm x 15mm non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the emerge catheter was received with no original packaging or other devices. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The 2.50mm x 15mm emerge¿ balloon catheter was advanced to the lesion. However, the balloon ruptured on predilation at an unknown atmosphere and at an unknown number of inflation. The procedure was completed using a 2.5mm x 15mm non bsc balloon catheter. No patient complications were reported and the patient's status is good.